Event description:
It was reported that there was a cartridge alarm 20 issue with the pump. There was no reported impact to the customer¿s blood glucose level, as the customer declined to provide specific information about any impact. The customer was advised by technical support to replace the pump, received instructions on how to put the pump into storage mode, and was required to return the faulty pump within ten days to avoid charges. Technical support confirmed that the customer would receive a replacement pump with updated software and provided guidance on programming settings and connecting their cgm to the new pump. The customer understood and acknowledged all instructions.